Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Patient¿s knee was revised on (B)(6) 2003".

Manufacturer narrative:
An event regarding revision for unspecified reasons involving an unknown knee was reported. The event was not confirmed. Device evaluation and results: not performed as no product was not returned for evaluation. Medical records received and evaluation: not performed as no medical information was provided. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision surgery, product details and product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient¿s knee was revised on (B)(6) 2003.